Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "[quickset drill bit 25 mm breaks in surgery. There was no harm to the patient]". The product was not returned to depuy synthes, however photos were provided for review. See attachment (7aa97d90-dd42-4f4f-a89f-f41bfadfdfc3, b4b80464-3e84-42a5-99b1-7a53d333c285). The photo investigation revealed that the device 227456000, quickset 3.8 dimtr dr bit 25mm was broken into 2 pieces. Multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection not completed. The overall complaint was confirmed as the observed condition of the device 227456000, quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that the quickset drill bit 25 mm broke in surgery. There was no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.